Event description:
Orthopedic surgeon, working on fracture, using an orthopedic drill and bit. Drill bit sheared while surgeon drilling. Surgeon was able to retrieve sheared portion of the bit from the bone.